Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported an emergency room visit while wearing a pod during an out-of-town stay. Patient reported blood glucose levels increased to the 500 mg/dl range despite attempts to lower levels. Patient reported experiencing issues with both the pod and sensor, stating the devices were not communicating and prompted replacement. Patient reported replacing multiple sensors and pods. Patient experienced dizziness and nausea and presented to the emergency room for several hours without admission. No formal diagnosis was reported; patient reported hyperglycemia only. Treatment included two insulin injections and administration of intravenous fluids. The event date, duration of the emergency room visit, and discharge date were not provided, as the patient was unable to recall. Post-event, patient received replacement sensors and additional pods. Patient later reported no ongoing issues, indicating the issue was resolved.